Manufacturer narrative:
Richard wolf medical instruments corporation (rwmic) considers this case closed. In the event that rwmic receives additional information a follow up report will be submitted to the FDA.

Event description:
Follow-up report #1 is to provide FDA with new and changed information.

Manufacturer narrative:
Rwmic considers this case open. Rwmic will follow up with the user facility and manufacturer to obtain additional and missing information. (B)(4). Caution! Increased danger potential if image is blurred! Patient may be injured. Stop operation for safety reasons if image is blurred. Check image quality of endoscope before use. Check image quality and light output: deposits on the glass surfaces can result in a stained or blurred field of view and can considerably impair light transmission.

Event description:
On (B)(4) 2018, the user facility reported the following to richard wolf medical instruments corporation (rwmic): while being used on a patient, the staff noticed the scope was blurry and they had to grab another device to complete the device. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? Yes. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. How was the patient anesthetized? Unknown. User facility returned the device to rwmic on november 21, 2018, and the evaluation was completed on november 30, 2018. The device appeared to be used - housing was bent and dented and there was moisture in the optic system. The reported condition was verified using visual and functional testing. It was determined that the scope may have been dropped. The root cause was determined to be user handling issues. A manufacturing defect was not identified.